Event description:
It has been reported to philips that the system would not boot up. It was stuck at the phillips logo screen. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the device would not boot up. Upon troubleshooting, philips field service engineer (fse) confirmed the defective host pc. Fse rebooted the system multiple times. After that, the system was returned to use in good working order. Fse recommend to replacing the host pc and fse was unable to create work order because duplicate values were found. The codes were updated based on the investigation outcome.